Event description:
During preparation of femur for total knee replacement, cutting block instrument found to be errantly marked. "Posterior" marking was placed on the anterior surface. Surgeon utilized this instrument in the reversed position and resulting bone interface profile did not match implant geometry. 12/2000, received following notification from sales associate: "few days after surgery pt broke the femur in the place where prosthesis was implanted. The fracture was fixed approx a month after the event date, by retrograde femoral nail."